Event description:
MFR #1644487-2007-01418. The reporter indicated that a dell handheld was frozen in the windows screen. A hard reset of the handheld corrected the frozen screen issue. Reporter further indicated that when attempting to interrogate a device, the screen went back to the windows screen without indicating a successful interrogation. The ncp cyberonics 7.1 screen was selected and there was a prompt requesting "a new set up" indicated. After selecting a new set up there was a communication error; "error 36 has occurred". Troubleshooting did not resolve the communication error. The dell handheld was returned to the manufacturer and analysis was performed. Product analysis indicated that the databases contained 2 separate sets of data. The most likely cause for the 2 different sets of data can be associated with a new database that was created. The analysis could not determine why a new database was created based on the returned flashcard and software. During the analysis 2 corrupt archive databases were identified. The most likely cause for the database corruptions is associated with compatibility issues involving the sandisk flashcard.